Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. Investigation summary: the investigation has been completed. Major bleed/access site adverse event: clinical details reported oozing at the site 13 hours after implant. Activated clotting time was not provided for the time of the bleed. The product was not returned for investigation. The cause of the bleeding could not be determined due to insufficient clinical details and no product returned. Pump suction: clinical details reported that the patient was converting from bradycardia with pauses to atrial fibrillation which triggered intermittent suction. The product was not returned for investigation. Data log review confirmed suction events on 7-oct-2025. Placement signal was gradually trending down for the entire case. At the times when suction was triggering most frequently, placement signal briefly dropped to below 50mmhg. Clinical details stated that the heart rhythm was variable, which could have led to abnormal filling and flow in the heart. The cause of the suction was most likely related to the patients condition, as placement signal was trending down throughout the case indicating some volume issues, and clinical details mentioned the patient had variable heart rhythm which could have led to inadequate filling in the heart. Device history review: the pump passed all post sterile inspection criteria.

Event description:
It was reported that the patient flowchart was reviewed, interventions performed were holding heparin, knee immobilizer in place, confirming forward tension and angle matching, and strict bedrest with head of bed flat. The device was discarded at time of explant.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further detail regarding resolution and interventions. Additional codes were added in h6 (health-effect- clinical code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient on impella cp support experienced access site bleeding/oozing that required heparin to be withheld. Additionally, the patient¿s heart rhythm was converted from very slow (bradycardia) with pauses to atrial fibrillation causing intermittent suction alarms on the impella. The patient was successfully weaned from the impella cp and survived.